Manufacturer narrative:
The aneurysm was reported to be an a-com. The dimensions were: 5 mm in height, 4 mm width, length 3 mm, and neck 2 mm. The neck to sac ratio was 1:2:5. The microcatheter was re-shaped prior to use using a shaping mandrel. An adequate continuous flush to the microcatheter was maintained during the procedure. No add'l info was available. The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a embolization procedure of an aneurysm, the proximal part of the trufill dcs orbit mini complex fill 3 x 4 mm coil stretched. A prowler select lp es microcatheter was used for the procedure. Two coils were placed prior to the event through the same microcatheter without problem. It is not known when during the procedure the stretched coil occurred or if the microcatheter was re-positioned prior to the event occurring. The coil was successfully removed from the pt still attached to the delivery system. No add'l intervention was required. There was no reported pt injury.